Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the problem by finding the nozzle assembly bent beyond repair. The error could not be reproduced as the bent nozzle made the analyzer inoperable. The fse replaced the nozzle assembly and performed all nozzle alignments. The instrument initialized without any error or further issues. The quality control (qc) results passed and were within published ranges. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 02nov2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The aia-360 operator's manual under section 7-1: list of error messages states the following: 2012 air detected (diluent): description: there is no contact with the liquid after diluent suction. Troubleshooting: contact the service department. The probable cause of the reported event was due to failure of the sample nozzle (bent).

Event description:
A customer reported getting error message 2012 air detected (diluent) on the aia-360 instrument. Prior to reporting this issue, the customer made fresh diluent and primed it. The sample needle is bent. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.